Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sensor connector and cable were cut from the device and not returned. The one-way valve was vacuum tested and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to receive negative pressure to the iab with the one-way valve when pulled with the syringe. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint# (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to receive negative pressure to the iab with the one-way valve when pulled with the syringe. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that the hospital staff was unable to receive negative pressure to the iab with the one-way valve when pulled with the syringe. There was no reported injury to the patient.